Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) in france alleging the meter was displaying an error 4 message. There was no indication that the lfs product caused or contributed to a adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca).

Manufacturer narrative:
(B)(4) -device evaluation: the test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: on performance testing with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (06/12/2013)-device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on 05/30/2013 with the following findings: the error was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.